Event description:
Patient self tester alleging discrepant low on inratio. Inratio 1.8 lab 3.3, 30 minutes between tests. No therapeutic range provided.

Manufacturer narrative:
Investigation pending.